Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that a foreign object was found when the device was retrieved for use. The foreign object appeared with a transparent white color and a thin narrow strip. After the microcatheter was replaced, the procedure was completed without any treatment. There are no photographs available. The patient is fine.

Manufacturer narrative:
The investigation found the returned microcatheter kinked at the strain relief tip; however, this would not have contributed to the alleged product issue. A sample of the reported foreign material was not returned. As the material was not returned, the investigation cannot further assess the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the kink, but the damage is consistent with the device experiencing forces that exceeded its yield strength.